Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit(sulu) was fully applied and the interlock was engaged. No damage was noted to the knife blade. Cracks were noted on the surface of the sulu. Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use(IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the insertion port on a functional end to end anastomosis laparoscopic colectomy procedure, the hospital staff said that the tissue was a little hard, the surgeon set the tissue to the jaws, when he/she fired the device, the tissue disengaged from the jaws during firing and staples also a little malformed, but the firing was completed. There was no patient injury.